Event description:
On (B)(6) 2026, a cannula was inserted into the pediatric patient in preparation for intravenous infusion. After the cannula entered the blood vessel, bleeding occurred at the junction between the cannula tubing and the y-connector, resulting in a failed insertion. The cannula was replaced and the procedure was repeated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.